Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Imaging system is getting an error 15 on the generator. When switching from large to small, small to large focal spot, the error 15 is received. When attempting to take an image an error 15 is received. When atempting to take a 3d spin, an error 15 is received. Tried changing the tube because there was no filaments and sedacal says that an error 15 is tube related. This did not solve my issue. Ordered a generator system control board. Updated software from 4.0.1 to 4.0.2. Reloaded geocal file. Changed generator system control board due to generator getting error 15. O-arm passed all tests and is up and running. The system control board and the x-ray tube have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a generator error 15 during testing. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The analysis on the x-ray tube was completed by medtronic personnel. The tube was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspected generator board was returned to the manufacturer for analysis. Analysis found that the issue was confirmed while testing the parts, and the issue was not resolved after multiple reboots. Fluoro and 3d imaging were not available as the generator did not ready. Faulty generator control board. Analysis found that the reported event was related to a electrical issue.